Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. Lead to device header connections were verified to be appropriate and the root cause was not determined. The device and lead were explanted and replaced. No additional adverse patient effects were reported.